Manufacturer narrative:
Conclusion: the evaluation of the returned sample confirmed the fiber tip had broken and the gold tip had come off. The discoloration in the middle of the gold tip indicates that the fiber tip slipped out of place and moved back within the gold tip. The exact cause of this complaint is unk. It is possible there was not enough adhesive present to keep the gold tip in place or the movement may have occurred if the fiber became hung up while being pulled back. Rounded edges of glass at the end of the fiber fracture indicated that there was a significant amount of lasing after the break. During the review of the manufacturing records for the possible lots, it was observed that the manufactured lots meet all device specifications and quality requirements. The instructions for use states the following to help prevent breaks in the fiber: precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending of the fiber. Do not coil the fiber tighter than a diameter of 20cm. This type of complaint will continue to be monitored for tends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
Gold tip came off inside patient's vein. Tip had to be surgically removed. Gold tip was found using ultrasound. Hung up at access site. Fired outside body after.